Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported cable break and mechanical issue of steerable guide catheter(sgc)unable to curve guide was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the mechanical issue was due to the cable break; however, a definitive cause for the cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is being filed to report a steerable guide catheter (sgc) cable break occurred. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. When loading the steerable guide catheter (sgc) on the guide wire prior to inserting the sgc into the groin the +/-knob was turned 180 degrees in the - direction, the guide no longer straightened when turning to "-"direction. A cable break occurred. Another sgc was used without issues. Two clips were implanted, reducing the mr 1. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.